Manufacturer narrative:
(B)(4). Lot# unknown. Potential lot# 14f14k0108. The customer report of an unraveled guide wire was confirmed by visual inspection of the customer supplied photos. However, complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on sales history and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the spring wire guide unraveled during use.